Event description:
It was reported that the customer hooked the patient up to the cooling blanket and the blanket was noticed to have holes. The holes were noticed immediately after hooking up to the machine, because water started spraying out of holes in the middle of the blanket. No adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the customer hooked the patient up to the cooling blanket and the blanket was noticed to have holes. The holes were noticed immediately after hooking up to the machine, because water started spraying out of holes in the middle of the blanket. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The device could not be evaluated. The customer discarded the blanket and did not document the lot number.